Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed normally after a delay of 60 minutes. The customer did not request philips service for this event. Therefore, no additional investigation or corrective action was possible or has been provided by philips. A philips field service engineer (fse) supported with calling the customer and getting the information. The issue was caused by the live monitor. The customer solved the issue by repairing the live monitor. After this action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system¿s main display went blank. The device was in clinical use at the time of event. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.